Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead was an attempted implant. At the implant procedure, the physician wasn't satisfied with the lead placement in the right atrium and attempted to reposition the lead. After repositioning, the sensing numbers in the atrium were under 1 millivolt (mv). It was noted that the helix required 30 turns. The lead was removed and replaced while the pocket was open. No adverse patient effects were reported.